Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12c11056. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis. The patient did not know how the event started. On (B)(6) 2012, the patient was hospitalized for the reported event. Treatment was not reported. At the time of this report, the patient still remained hospitalized. At the time of this report, the patient had not recovered from this peritonitis event..